Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06aug2019. The manufacturer's technical services (ts) advised the customer to adjust set point the same as ipap set point and provided service manual rev g. Customer adjusted pressure alarm set point to address the reported problem. The unit successfully passed the required performance verification test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported high inspiratory pressure alarm. There was no patient involvement.